Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set needed to be changed due to high blood glucose and needed assistance changing set. Customer believed that there may have been an occlusion. Customer's blood glucose was 414 mg/dl. Customer received assistance.